Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "case: right revision tka, poly liner exchange. Diagnosis: history of tka, right. Chronic pain of right knee. No further info available per hospital." A 7x9 ps insert was exchanged for a 7x11 ps insert.